Event description:
The customer reported that insulin squirted out and the numbers were not ramping up. Then the customer called back and stated that the round plastic part at the bottom of the insulin pump was pushed out. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the prime test and the numbers were not rampin on their own. The motor passed the motor test.